Manufacturer narrative:
Product analysis: the pacific plus pta balloon catheter was received for evaluation within its opened labelled shelf carton and loosely coiled within a plastic pouch. The lot number data printed on the y-manifold is consistent with the shelf carton label and reported event. A 4f sheath was received the pacific plus. The pacific plus was received in two segments. An audit of the components confirmed that all components were accounted for. The distal segment included the balloon chamber with distal tip, two radiopaque marker bands, and inner guide wire lumen. The distal segment separation face exhibited tensile stretching and the break was in the area of the proximal balloon bond. The balloon chamber material exhibited bunching up of the distal material; as if it could not pass through the opening of the support sheath. The proximal segment including the y-manifold and catheter exhibited several kinks along the length of the catheter. The distal separation face was in the area of the proximal balloon bond and exhibited tensile stretching of the outer sheath of the catheter. The two separation faces were able to be matched up giving confidence that all components were accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific plus with a 4fr sheath for patient treatment. No damage noted to product packaging prior to use. No issues noted when removing the device from the packaging. Contrast was used for balloon inflation. It is reported the balloon would not come out of the sheath after use. There was no deflation difficulties noted. The balloon was fully deflated prior to attempted device withdrawal from patient. No intervention was required. A different balloon was used to complete the procedure. No patient injury reported.